Manufacturer narrative:
Cleaned rail; permanent fix requires ceiling rail replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that c-arm longitudinal drive spinning; unable to move c-arm on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.